Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Intervention revealed one of the defibrillation pins was not secured in the device's header. This was corrected; however, the beeping continued. Once the out of range impedance measurements were cleared, the beeping ceased.